Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the products said to be involved were not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use instructs the user to ensure the barrel is advanced as far as possible onto the tip of the endoscope and cautions the user not to place lubricant inside the barrel. The caution label on the device lists the recommended endoscope size for each registered product number (rpn). The caution label on the device instructs the user to ¿ensure barrel is fully advanced onto tip of endoscope. Failure to do so may result in barrel becoming dislodged¿. The instructions for use instructs the user to lubricate endoscope and exterior portion of barrel. The barrel can dislodge if lubricant is applied to the endoscope prior to attaching the barrel or if lubricant is allowed inside the barrel before the loading process. The instructions for use caution the user not to place lubricant inside the barrel. The instructions for use states: it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulties or damage to the trigger cord. The instructions for use states: use of an endoscope in a sound state of repair is a prerequisite for a successful multi band ligation procedure. If extreme pressure was applied to the handle in response to resistance this could contribute to trigger cord breakage. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl) procedure, the physician used a cook 6 shooter saeed multi-band ligator. After five bands were deployed, the string came off the barrel. They couldn't deploy the sixth band. [Trigger cord breaks during use]. On (B)(6) 2015, it was confirmed by the cook representative that the string detached at the barrel, inside of the patient. The barrel came off and was retrieved with forceps.